Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported at first continuous noise not correlated with surrounding sounds, then no sound at all. Re-implantation is considered.

Manufacturer narrative:
Additional information: in accordance with the information in the patient report and the manufacturer's experience with this kind of device, it is assumed that it has possibly failed due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary. A date for explantation surgery has not been made available so far.

Event description:
The user reported that there was at first a continuous noise that did not correlate with the surrounding sounds and then she no longer had any sound at all. Re-implantation is considered but no date has been scheduled.